Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets 2.1 and 2.1 were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer initiated a reboot, but the issue persisted. The station was powered down bus cable and retractor band were checked, and the row board cable was reseated. After rebooting, hta was executed. Debris was removed from the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets 2.1 and 2.1 were failed and unable to recover.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.